Manufacturer narrative:
Date of event: date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient stated the device had not worked since 2 years after implanted. Patient services was unable to gather further event detail as the call was disconnected and the patient did not answer upon call back. No patient symptoms were reported. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that it never worked very long, and they do not want surgery to take it out. No further patient complications are anticipated or expected as a result of this event.